Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that a non-invasive programmed stimulation (nips) was going to be performed on the patient with this implantable cardioverter defibrillator (ICD) system. Technical services (ts) was consulted and discussed that the ICD system exhibited high shock lead impedance measurements, reaching out of range values greater than 125 ohms. Therefore, ts recommended programming adjustments and a report of the nips results. The field representative confirmed that the nips was performed. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.